Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina, as listed in the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent systems instructions for use is a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, additional information was received. Post deployment of the 4.0 x 28 mm xience xpedition, it was noted that a small right ventricular marginal branch unexpectedly became occluded, possibly due to plaque shift. The occlusion resulted in enzyme elevation and electrocardiogram (ECG) changes. No myocardial infarction was diagnosed based upon the enzyme elevation and ECG changes. Percutaneous transluminal coronary angioplasty was performed, restoring blood flow. There was no serious adverse event and the patient was discharged to home on (B)(6) 2013. No additional information was provided.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 4.0 x 28 mm xience xpedition in the mid right coronary artery. During the procedure, it was noted that a side branch required plain old balloon angioplasty. Post procedure, the patient experienced an episode of elevated cardiac enzymes. No treatment was provided and the enzyme elevation resolved on (B)(6) 2013. There was no serious adverse event and the patient was discharged to home on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.